Event description:
The customer reported that the unit had an alarm led failure. The customer reported there was no patient involvement.

Manufacturer narrative:
G5:510(k)#: k102985. B4:10aug2021. The service center confirmed the occurrence of the "check vent: alarm led failed" diagnostic error and its occurrence in the drpt. The power switch overlay was replaced then the phenomenon was improved. When the oxygen concentration test was set 100%, the measured value was 94.8% against the allowable range was from 95 % to 105% , so the flow sensor assembly was replaced, then confirmed the phenomenon was improved. The unit was checked overall, cleaned, run in tests, and functionally tested.